Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite delivering corrections, the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother stated the adhesive was not secure and the cannula dislodged from the infusion site (abdomen); the cannula also appeared bent. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.